Event description:
The pt reportedly was taken to an ent surgeon for removal of impacted wax. During the process of wax removal, the surgeon accidentally perforated the tympanic membrane and pulled out the electrode array from the cochlea. Following this, the surgeon cut the electrode array. Surgery is to be scheduled to explant the pt's c1 device.